Manufacturer narrative:
Returned product performed in accordance w/manufacturer's specifications. Customer's complaint of inaccurate low readings was not duplicated during testing.

Event description:
Caller reported performing tests with the freestyle meter and getting results of 29 and 76 mg/dl for tests conducted within 10 minutes. In a second set of tests conducted on the (B)(6), customer received readings of 126 and 80 mg/dl. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. When insulin was taken to match the second set of readings, customer did not feel well. Neither hypoglycemia nor hyperglycemia were reported.